Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the calcified and tortuous lesion causing the reported failure to advance and subsequent material separation (shaft separation). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous de novo mid circumflex lesion that was 80% stenosed. A 2.50x28mm xience alpine stent delivery system (sds) failed to cross due to the anatomy and the proximal shaft separated. The sds was simply withdrawn. The procedure was successfully completed with balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.